Manufacturer narrative:
H6: investigation summary: bd did not receive samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapse with the incident lot was not observed. Additionally,100 retained samples were visually inspected, and no collapsed tubes were found. 10 retained samples, were drawn with water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 4 hours. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of collapse. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was stopper creep out or loose closure. This occurred 50 times. The following information was provided by the initial reporter: after opening the cover and closing it again, the cover will come loose.